Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the complaint was confirmed in the pump history, but not duplicated during testing. There were call service (cs 054) alarms observed in the alarm history. The pump successfully completed an ezprime sequence and 24 hour duration test with no call service alarms being duplicated. The total daily doses added up correctly and reflected the user¿s programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. There was no evidence of internal moisture observed when the pump cover was removed. There was no damage internally. The battery cap was not returned, so a test cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl with nausea associated with multiple call service alarms being emitted. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump emitting multiple call service alarms during use.